Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was confirmed insulation damage and a finding of possible fracture of the lead was noted at the subclavian vein by a fluoroscopic image. It was noted there was noise. The device was reprogrammed and subsequently the lead was capped and replaced. The second lead showed high impedance and there was possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.